Manufacturer narrative:
Medtronic received the following information from the journal article entitled; " endovascular treatment of late complications of open surgical repair in abdominal aortic and iliac segment''. Piotr szopinski, eliza pleban, maciej stryga, piotr ciostek. Acta angiol 2018 (24) issue 4 doi: 10.5603/aa.2018.0022. Other relevant devices are: unk endurant; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Two endurant tube stent grafts were implanted in a patient for the endovascular treatment of a pseudoaneurysm of proximal anastomosis and a gastroduodenal fistula on an unknown date. The patient had a tube prothesis implanted for the endovascular treatment of an abdominal aortic aneurysm eight years previously and the endurant stent grafts were implanted as a secondary procedure for the pseudoaneurysm and fistula that presented in the patient. A non-mdt afx stent graft was also implanted during the secondary procedure. It was reported the patient presented with recurrent episodes of gastrointestinal bleeding and required a reintervention twelve months post the secondary procedure where an additional bifurcated afx stent graft was implanted in the patient. The cause of the event is unknown. It was reported that no evident radiological signs of aorto-enteric fistula were observed. No additional clinal sequelae were reported and the patient has since expired from a stroke. The death was reported to not be connected with the secondary intervention.